Manufacturer narrative:
Per the instructions for use (IFU), device acute migration or malposition requiring intervention and cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention are known potential complications associated with the procedure. The IFU warns that incorrect sizing of the thv may lead to paravalvular leak, migration, embolization and/or rvot rupture. The IFU also cautions that deployment of the thv should be within a non-compliant pulmonic conduit (stented or calcific). The edwards sapien 3 thv, edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that patient/procedural factors (¿massive¿ size of the right pulmonary artery branch) & inadequate thv size may have contributed to the migration. A 20mm aortic homograft as a rv to pa conduit was surgically placed and a reduction pulmonary arterioplasty was performed. The cause for the vascular injury was attributed to ¿manipulation of the valve during embolization¿ as documented in the medical record. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a pulmonic case after deployment of 29mm sapien 3 valve, the valve migrated distally into the left pulmonary artery and lodged at the orifice of the pulmonary artery completely obstructing the right pulmonary artery. There was no flow into the right lung with minimal hemodynamic compromise. The sapien 3 valve was surgically explanted and placement of a 20mm aortic homograft as a rv to pa conduit was placed. Per report, the physician believes the leaflets on sapien 3 valve blocked the right pulmonary artery. The valve leaflets were performing but they were higher than the right pulmonary branch and therefore obstructing it. Additionally, in review of the medical records an intimal tear anteriorly and posteriorly on the left pulmonary artery orifice ¿probably from the manipulation of the valve at the time of embolization.¿ the area was debrided and resected.